Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The pse replaced the flow sensor assembly to address the airflow accuracy issue. The pse replaced the power switch overlay to address the power led failure. The pse replaced the 02 sensor to address the 02 failure issue. Failure analysis of the returned part indicates: root cause: the gds assembly was returned for further investigation (fi) and airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the device failed the airflow accuracy test, the airflow sensor and o2 sensor failed & the power led was confirmed to turn off by vibrations such as button operations. There was no patient involvement.